Manufacturer narrative:
(B)(4). Additional information: batch # l54g8n. Additional information was requested and the following was obtained: when the device formed a half row of staples, did the device fire approximately halfway? The device appeared to have fire correctly but then we realized it hadn't fired all the staples and the staple line did not seal, allowing bowel contents to leak through the seal. Were the staple line and cut line approximately equal in length? Yes. Was the staple line that did deploy interrupted; staples not present/visible on any portion of the staple line? I believe there were some staples left on the cartridge were any of the staples that deployed malformed? No. When the rest of the cartridge flipped off of the stapler and tissue into the abdomen, did the entire cartridge fall into the patient in one piece? Yes the analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded on the device. The returned reload (a) was received unfired an in good visual conditions. Cartridge (b) 6r45b, l54p9z was received partially fired 3/4 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with the returned cartridge reload (a) and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a hand assisted laparoscopic sigmoid colectomy procedure, the surgeon was firing the device on the sigmoid colon. On the third or fourth firing, the device formed half a row of staples, the other half did not fire and the rest of the cartridge flipped off of the stapler and tissue into the abdomen and was retrieved without difficulty. The surgeon opened a new device and there were no complications. They stapled above the half row of staples and removed that portion. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device formed a half row of staples, did the device fire approximately halfway? Were the staple line and cut line approximately equal in length? If no, was the cut line complete? If no, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was the staple line that did deploy interrupted; staples not present/visible on any portion of the staple line? Were any of the staples that deployed malformed? When the rest of the cartridge flipped off of the stapler and tissue into the abdomen, did the entire cartridge fall into the patient in one piece? The analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded on the device. The returned reload (a) was received unfired an in good visual conditions. Cartridge (b) 6r45b, l54p9z was received partially fired 3/4 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with the returned cartridge reload (a) and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.